Manufacturer narrative:
Device evaluated by MFR: the liberte/veriflex stent delivery system (sds) was received. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. The shaft was kinked at the guidewire exit notch. The stent was not damaged. The tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex (lcx) artery. A 2.75mmx8mm liberté¿ stent was advanced to treat the lesion. However, the device was unable to cross the lesion and it was noted that the beginning of stent struts were damaged. The device was removed normally without issue and the procedure was completed with another 2.75mmx8mm liberté¿ stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex (lcx) artery. A 2.75mmx8mm liberté¿ stent was advanced to treat the lesion. However, the device was unable to cross the lesion and it was noted that the beginning of stent struts were damaged. The device was removed normally without issue and the procedure was completed with another 2.75mmx8mm liberté¿ stent. No patient complications were reported and the patient's status was stable.